Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on 12-sep-2024. The patient had large ketones levels. No further information was available.